Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler keeps drifting with weight applied. No pt involvement or adverse consequences are reported.